Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). And observed, missing piece of the shell assessed, as to inconclusive. Pain: unable to confirm, as it is a medical event. Not related to the device. Cancer breast-ndr: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. The device has been explanted. This relates to the left side.